Event description:
The customer reported that the system displayed an error message and would not perform fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The wells and high voltage cable were cleaned and regreased. The system was tested and operates as intended.